Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR#: 2134265-2010-00857. It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. An unknown size liberte stent was deployed in the 1st diagonal on an unknown date. Post the initial stenting procedure, the unknown size liberte stent was identified as being restenosed. One of the lesions being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with an unknown 2.0x15mm balloon to 20 atms for 20 seconds. Ivus was performed. While implanting the 3.00x24mm taxus liberte stent the stent migrated proximally 5mm during deployment. The stent was implanted overlapping an unknown size taxus liberte stent located in 1st diagonal, which had been identified as restenosed. Patient status reported as "good". Additional information was requested but not provided.

Event description:
It was further reported that when the physician attempted to deploy the stent, the stent delievery system slipped during inflation. The position of the stent being deployed was shifted due to uneven stent expansion.

Manufacturer narrative:
(B)(4)